Manufacturer narrative:
Device evaluation: one was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump had displayed error code 41622. Functional testing involved running a motor test in manufacturing utility mode and no error occurred. The pump was disassembled and contamination was found on the flat gear which may have jammed the hub gears resulting in error code 41622. The investigation determined that contamination on the flat gear was the cause of the reported issue. The flat gear was cleaned.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited 41622 alarm and a red screen. The reporter indicated that the pump was restarted but the alarm recurred. No adverse effects were reported.